Event description:
The physician reported he and staff were performing a normal polpectomy with a large pedunculated polyp. Upon trying to deploy the loop, the sheath would not release from the loop, and the hook became stuck inside the sheath. The physician reported he had to cut the sheath with surgical scissors several times and remove the reminder of the sheath while inside the patient. As a result, the procedure was extended an hour in addition to the standard procedure. A small portion of the loop was left on the polyp which the physician anticipated would slough off in a few days. To date, no harm to the patient has been reported.